Event description:
The customer reported that the insulin pump was not responding at all and alarmed a13 before completely shutting off. The blood glucose reading was 72 mg/dl. In troubleshooting, the display did not return. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.